Event description:
Information received indicates the left siderail is not latching.

Manufacturer narrative:
The technician isolated the issue to an inoperable latching assembly. He replaced the left siderail latch assembly to repair the bed.